Event description:
Follow-up was conducted and from the follow-up information it was further reported that a programming change was made to adjust sensing and capture; however, it is noted that the final parameters remained unchanged. It is unknown if the patient¿s symptoms were related to the performance of the device. The system is functioning normally and the device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient called to report that they woke around two in the morning because their chest was hurting from the incision. When they went to get some pain reliever they got clammy and fainted. The patient's nose was bloodied from hitting the floor. The patient's wife called paramedics and the paramedics stated that the patient's oxygen, pulse, and blood pressure were all normal. The patient remained at home. The device remains in use. No further patient complications have been reported as a result of this event.